Event description:
Difficult to walk (gait disturbance). Left leg pain (pain in extremity). Knee effusion (joint effusion). Cannot bend left knee (joint range of motion decreased). Swelling in upper left leg (joint swelling). Case description: a spontaneous report was received on 23-mar-2009 from a (B)(6) female pt with a history of "bone on bone" arthritis and left knee meniscus tear surgery, (B)(6) who experienced upper left leg started to swell, cannot bend left knee, difficulty walking, and left leg pain after starting synvisc. The pt had no previous history of treatment with synvisc. Concomitant medications included arthrotec (dosage unk). She received a series of synvisc injections into the left knee on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009. The pt noted that she did not experience pain or swelling with the first two injections. On (B)(6) 2009 she reported her upper left leg started to swell. The swelling "goes 3-4 inches above the left knee". She stated that she experienced an inability to bend her left knee making it difficult to walk, and that her left leg was painful "especially at night". She notified her physician and planned an office visit. At the time of this report, the pt had not yet recovered. Additional information was received on 20-may-2009 from healthcare provider who confirmed the pt had a history of moderate x-ray grade three osteoarthritis for one year. He updated the medical history to include the pt's date of birth, previous treatment with nsaids, joint narrowing and osteophytes; there was no previous treatment with steroids, or viscosupplementation and no prior effusion. The pt received synvisc injections in her left knee on (B)(6) 2008, (B)(6) 2009 and (B)(6) 2009. The hcp confirmed the pt experienced difficulty walking. Left leg pain and knee effusion with an onset date of (B)(6) 2009. The intensity of all three symptoms was moderate and the relation of the events to the synvisc injections was probable. On (B)(6) 2009 the pt had an aspiration and 20 ml of exudate was collected. No organisms were seen in the synovial fluid gram stain collected on (B)(6) 2009, but there was a moderate amount of white blood cells. The synovial fluid culture showed no aerobic or anaerobic growth after four days of incubation. The lab results indicated that the pt specimen was not received within an acceptable time frame for reliable analysis. No other lab results were provided and the pt was not on any concomitant medications during her synvisc treatment. On (B)(6) 2009 the pt received a cortisone injection. At the time of this report, the outcome of the pt's difficulty walking, left leg pain and knee effusion were not yet recovered. The lot number was reported x0804. Additional information was received on (B)(6) 2009 in the form of qa results. The production and quality control documentation for the lot #x0804 with expiry date 10/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On 26-may-2009 - the production and quality control documentation for lot #x0804 with expiry date 10/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.